Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank display anomaly; the anomaly occurred after the customer placed a new battery into the insulin pump and the device powered off. The patient's blood glucose at the time of incident was 99 mg/dl. Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The battery cap contact was cleaned and a new aaa alkaline battery was inserted but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped.